Manufacturer narrative:
The devices involved remain implanted in the patient; therefore, a device evaluation will not be competed. Per the distributor patient medical records are not available. Imaging studies have been received for evaluation by a clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.

Event description:
The patent was treated for a short-neck fusiform abdominal aortic aneurysm on (B)(6) 2026, with the implant of an alto abdominal aortic graft system. After embolization of the lumbar artery and sacral artery, the alto main body was deployed just below the right renal artery via the right access. Contralateral cannulation was successful within 10 minutes, and a touch-up was performed with the integrated balloon 14 minutes later. The contralateral ovation ix iliac limb and then the ipsilateral ovation ix iliac limb were deployed, followed by balloon touch-ups. Although angiography confirmed no endoleaks, the ring appeared to slightly overlap the right renal artery. Therefore, angiography was performed again, and a guidewire was inserted; however, it became caught on the stent. As adequate flow to the right ra was confirmed, the procedure was completed. During a post-operative follow-up (exact date unknown), a type ia endoleak was confirmed. Additional treatment using a cuff is planned for a future date. Physician's comment: because the ring was placed around the renal artery, the deployment may have resulted in a poor fit.